Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade (CT) requiring a pericardiocentesis. It was reported that during a premature ventricular contractions (pvc) ablation in the left ventricle, near the posterior medial papillary muscle, the patient suffered a pericardial effusion (pe). There were no ablation parameter changes to indicate a perforation (normal contact force, impedance, and temperature). The physician noticed the patient's blood pressure had decreased to 60/40. The effusion was confirmed using intracardiac echo and fluoroscopy. A pericardiocentesis was performed and blood was returned back to the patient simultaneously. Heparin effect was reversed so blood return was stopped after some time. A pericardial drain was inserted, and the patient stabilized, with a blood pressure of 167/87 at the time of the call. Patient was monitored overnight in post op. The patient fully recovered (no residual effects). Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event was the patient condition and type of procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufactured date and expiration date have also been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed the concomitant products were inadvertently omitted from section d10. Concomitant med products of the 3500a initial medwatch report. As such, they have now been added.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade (CT) requiring a pericardiocentesis. It was reported that during a premature ventricular contractions (pvc) ablation in the left ventricle, near the posterior medial papillary muscle, the patient suffered a pericardial effusion (pe). There were no ablation parameter changes to indicate a perforation (normal contact force, impedance, and temperature). The physician noticed the patient's blood pressure had decreased to 60/40. The effusion was confirmed using intracardiac echo and fluoroscopy. A pericardiocentesis was performed and blood was returned back to the patient simultaneously. Heparin effect was reversed so blood return was stopped after some time. A pericardial drain was inserted, and the patient stabilized, with a blood pressure of 167/87 at the time of the call. Patient was monitored overnight in post op. The patient fully recovered (no residual effects). The physician did not indicate whether they believed bwi equipment contributed to the patient event. The adverse event was discovered during use of biosense webster products, during the ablation phase. The physician¿s opinion on the cause of this adverse event was that it was related to the patient condition and type of procedure. Transseptal puncture was performed with a st jude brk needle. Prior to noting the pe or CT, ablation was performed. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was stsf- continuous flow at 2, low flow at 8, high flow at 15. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. There were no error messages. Dashboard, vector, and visitag were used. The parameters for stability used were 1.5mm, 7s, 50% over 5g, 2mm tags. No additional filter was used. Color option used was impedance drop, custom range, 5-10ohms was used. Generator was a stockert g4c-3427.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).